Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to acute cardiogenic shock, severe mitral regurgitation, severe cad, and acute mi. Information learned from implant patient registry and from the health care provider's response.

Manufacturer narrative:
Acute cardiogenic shock, severe mitral regurgitation, severe cad, and acute mi.device not returned.